Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The device was received fully deployed. No timeouts, drive stalls, or alarms were observed in the download data. The patient history buffer (phb) data found that the pod and the continuous glucose monitor (cgm) did not communicate during the most part of the run which confirmed the user-reported pod and cgm pairing issues. No damages or deficiencies were observed in the pod that would lead to a pod and cgm pairing error. The exact cause of the observed pod and cgm pairing error event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 15.0 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (back), causing the cannula to dislodge. It was also reported that the patient had "intermittent communication issues when placing dexcom g7 sensor on the front and pod on the back on the same side". As treatment, a new pod was applied.